Event description:
It was reported that during a breast biopsy procedure, the mass was cut under ultrasound screen, but the sample didn't come out. One of the motors from cable was turning weakly. Another like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Transverse drive shaft. Evaluation summary: the analysis site confirmed the customer complaint and found the translational and rotational gears were turning slowly due to contamination on the drive shafts per the customer complaint. To correct this issue, the analysis site replaced two drive shafts and two bushings. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.